Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, system impedance measurements of 155 ohms were noted, and the patient failed defibrillation threshold (dft) test. The physician repositioned the system deeper to the muscle and the dft was successful. Subsequently, the system impedance was found to be in 160 ohms. The patient was given a life vest and will be followed up in the future. An x ray the day after the implant, showed that the electrode appeared to have an s curve to it and had migrated. The field representative will discuss with the physician the possibility of a electrode revision. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the plan is to continue to monitor and see if impedance comes down. The system impedance at a follow up was 65 ohms. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system, system impedance measurements of 155 ohms were noted, and the patient failed defibrillation threshold (dft) test. The physician repositioned the system deeper to the muscle and the dft was successful. Subsequently, the system impedance was found to be in 160 ohms. The patient was given a life vest and will be followed up in the future. An x ray the day after the implant, showed that the electrode appeared to have an s curve to it and had migrated. The field representative will discuss with the physician the possibility of an electrode revision. This s-ICD system remains in service. No additional adverse patient effects were reported.